Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the guidewire was returned in two segments and was measured to be broken approximately 2.5 cm distal to the proximal end of the guidewire. The guidewire leading up to the distal side of the break was noticeably curved; however, the guidewire leading up to the break on the proximal side was observed to be straight. Use residue was observed throughout both segments of the returned sample. The guidewire was bent multiple times at another location near the proximal end as well as near the break on the distal segment and was found to bend easily without breaking at both locations. A microscopic observation revealed the surface of the break was flat and granular in texture. The surface of the guidewire leading up to the break appeared to be slightly deformed and had a sort of wrinkled pattern, especially on the proximal side of the break. One edge of the break on both break surfaces was observed to have a scalloped pattern with depressions in the surface of the guidewire at the break site. Insufficient evidence was observed to determine the exact cause of the reported event. A lot history review (lhr) of redn3390 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the inserter went to bend the wire outside of the stylet and it broke off."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn3390 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the inserter went to bend the wire outside of the stylet and it broke off."